Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl), 140 mg/dl, and 81 mg/dl. Customer was unable to self-treat with these readings. Customer's boyfriend gave her fast-acting glucose tablets, ice cream, prunes, and a piece of meat. Customer felt better. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.